Manufacturer narrative:
The events of lymphoma alcl suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "diagnosis of bia-alcl," rashes tingling skin, severe inflammation of lymph nodes, pain, fear of cancer recurrence, emotional distress.

Event description:
Patient representative reported "diagnosis of bia-alcl," "rashes tingling skin," "severe inflammation of lymph nodes," "pain," "fear of cancer recurrence," "emotional distress," and "suffering." Additionally reported was "open skin sores, sicca syndrome, triggered vasculitis, dry and painful eyes and mouth, and hair loss" which were deemed not device related. Treatments reported: "invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans." Pathological markers confirming alcl have not been received. This represents the right side. The device has been explanted.

Event description:
Patient representative reported "diagnosis of bia-alcl," "rashes tingling skin," "severe inflammation of lymph nodes," "pain," "fear of cancer recurrence," "emotional distress," and "suffering." Additionally reported was "open skin sores, sicca syndrome, triggered vasculitis, dry and painful eyes and mouth, and hair loss" which were deemed not device related. Treatments reported: "invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans." Pathological markers confirming alcl have not been received. This represents the right side. The device has been explanted.

Manufacturer narrative:
The events of lymphoma alcl suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "diagnosis of bia-alcl," rashes tingling skin, severe inflammation of lymph nodes, pain, fear of cancer recurrence, emotional distress.